Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient was currently receiving baclofen via their implanted infusion pump. The type/ manufacturer of baclofen, drug concentration, dose rate, drug therapy date(s), and drug lot number were not reported. The indication for use regarding the pump was intractable spasticity and cerebral palsy. They just needed to wean the patient off the pump because of infection. It was indicated that they were going to remove the "battery". The infection was not related to the device. No further information was reported. Additional information was requested including clarification of baclofen intrathecal, other medications the patient was receiving at the time of the event, medical history, symptoms experienced as related to the infection, diagnostic tests / actions performed and results regarding resolution of the event. Additional information will be provided via a supplemental report as it becomes available.